Event description:
Customer reported system would not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not duplicate the reported problem. Ge rep reseated all pcbs as a preventative measure. System operates as intended.